Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6. The device was evaluated by olympus, and the customer allegation was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument fiber sparked and broke. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.